Manufacturer narrative:
The pump was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working after being exposed to moisture. The customer stated that insulin pump had fluid under screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.